Event description:
Pt underwent insertion of compression screw plate for intertrochantic fracture of the hip. The lag screw bent and was not able to be placed in the side plate. Plate and screw replaced with a fixed set.